Event description:
The event description according to the customer is as follows: technical fault with internal reference number (B)(4) (blowertemperaturesensordefect) appeared indicating a temperature sensor defect inside the blower. Originally, the blower had been replaced first, then the tf appeared again.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.